Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in mildly tortuous and severely calcified posterior tibial artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the balloon was ruptured. The device was removed without any problem. The procedure was completed with this device. There were no patient complications nor injuries reported and the patient condition was good.